Event description:
It was reported that there were metal shavings coming from the shaver blade.

Manufacturer narrative:
Final investigation showed that the device spun freely w/o any friction between the inner and outer shafts. Damage was noted on the inner shaft of the shaver, consistent with the device having been excessively torqued and causing the inner and outer components to rub against each other.